Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the patient used their unrestrained left arm to prop themselves up in bed. Subsequent to that, anomalous pacing spikes were observed on the patient's monitor. A chest x-ray indicated that the atrial lead had dislodged and had fallen into the ventricle. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.